Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant the right atrial (ra) lead exhibited high thresholds and diminished p-waves. It was also reported that the right ventricular (rv) lead exhibited diminished r-waves and loss of capture the ra lead was explanted and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.